Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been/will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Based on the device analysis grid, the assessments of the complaint are: rupture: observed broken on posterior side assessed as unidentified (tear) opening (shell thickness within specification) and missing shell assessed as inconclusive. Additional observations: red particles observed in the surface of the shell. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: no information. Rupture was discovered during explant.